Manufacturer narrative:
Corrective data: based on a shipping search, the product lot number is unknown. Device evaluation: the complaint sample is not available for return. A search was conducted in the database to determine lots delivered to the patient in the three months prior to the event, and no data was found. Being that there is no information of the product involved and no data of the product delivered to the patient, the device history record cannot be performed.

Event description:
A peritoneal dialysis nurse reported that a fluid leak occurred during patient training. The nurse reported that fluid was leaking from the cassette upon ending treatment and noticed when the cassette door was opened. The nurse noted that there was a crack in the plastic of the cassette and there was fluid inside of the cassette door. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a fluid leak occurred during patient training. The nurse reported that fluid was leaking from the cassette upon ending treatment and noticed when the cassette door was opened. The nurse noted that there was a crack in the plastic of the cassette and there was fluid inside of the cassette door. The cycler will be replaced.